Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. It was disposed in the hospital.

Event description:
It was reported that on (B)(6) 2017: the t2recon nail was implanted for femoral trochanteric fracture. In (B)(6) 2018: the patient had pain (the patient did not fall down) and the nail fracture was observed in hospital. On (B)(6) 2018: fractured t2 nail was removed and the revision surgery was done with non stryker nail.

Manufacturer narrative:
The reported event that reconstruction nail r1.5, ti, right t2 recon ø12x300 mm x 125° was alleged of 'implant breakage - nail' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided, despite multiple attempts. Based on investigation, the root cause was attributed to be patient related. The failure was caused by a possible non union. See implantation date / revision date below. Also see below labelling review for details. On (B)(6) 2017: thet2recon nail was implanted for femoral trochanteric fracture. On (B)(6) 2018: the patient had pain (the patient did not fall down) and the nail fracture was observed in hospital. On (B)(6) 2018: fractured t2 nail was removed and the revision surgery was done with non stryker nail. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that on (B)(6) 2017: the t2recon nail was implanted for femoral trochanteric fracture. On (B)(6) 2018: the patient had pain (the patient did not fall down) and the nail fracture was observed in hospital. On (B)(6) 2018: fractured t2 nail was removed and the revision surgery was done with non stryker nail.